Event description:
It was reported that this right atrial (ra) lead was not able to be successfully implanted due to noise, loss of capture (loc), and high out-of-range pace impedance of greater than 2,000 ohms. The ra lead was removed and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Analysis results were consistent with the clinical observations.

Event description:
This supplemental report is being filed because the lead has been returned and analyzed.